Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on 30 september 2020.

Manufacturer narrative:
This report is submitted on 15 march 2021.

Manufacturer narrative:
This report is submitted on august 26, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, surgery has yet to be scheduled.